Event description:
Ventilator alarmed "02 valve stuck closed" while in use on a patient, the customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. In addition, a diagnostic code in the ventilator log history indicated the ventilator went vent inop. The service technician replaced the oxygen valve as a precautionary measure. Extended self testing (est) and performance verification testing was performed, and the unit passed all tests to specifications.

Manufacturer narrative:
Results: oxygen valve.